Manufacturer narrative:
The user facility did not record the lot number or retain the device for evaluation. The investigation is ongoing.

Event description:
The user facility in france reported the handpiece drops ''white hard plastic'' particles while using pack. The particles were found in the patient¿s eyes and removed with forceps. The particles were too big to be aspirated with the us handpiece. No patient clinical consequence was reported. The surgeon indicated there was no change in surgical material and no change in the procedure.

Manufacturer narrative:
A review of the non-conformance(nc) database for bl5114 did not reveal any ncs that would have contributed to this complaint. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.